Manufacturer narrative:
This report is being submitted to update section b5, h1 and h6 codes. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during a follow up routine, it was noted that this pacemaker displayed a code 1003, indicative of voltage too low for the projected remaining capacity. In addition, premature battery depletion (pbd) was noted. The pacemaker remains in service and no adverse patient effects were reported. Additional information indicated that this device was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device was already returned for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a follow up routine, it was noted that this pacemaker displayed a code 1003, indicative of voltage too low for the projected remaining capacity. In addition, premature battery depletion (pbd) was noted. The pacemaker remains in service and no adverse patient effects were reported.